Event description:
Report indicates physician observed that one of the iol haptics appeared to be incompletely unfolded post implantation of the lens. The lens was removed and replaced several days following initial surgery.